Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 33 bd luer-lok¿ syringes were missing the "3" on the barrel for the 3ml gradation line. All defects were found before use and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported syringes are missing the 3 on the barrel for the graduation of 3ml."

Manufacturer narrative:
H.6. Investigation: no samples or photos displaying the condition reported are available for examination, therefore defect is not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the assembly process and is likely due to a jammed piece in the assembly machine that affected a number of barrels that moved passed it. The defect would have been created in the same location vertically on the barrels that were affected. Corrections took place at the time the issue was found during the manufacture of this batch. It is likely the defective product was not completely contained and got mixed in with the good product.

Event description:
It was reported that 33 bd luer-lok¿ syringes were missing the "3" on the barrel for the 3ml gradation line. All defects were found before use and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported syringes are missing the 3 on the barrel for the graduation of 3ml."